Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer generated an error message when attempting to interrogate an implantable pacemaker and therefore the hard drive was reimaged and the software reloaded. It was further noted that the power cord bay was worn and it was therefore replaced. (B)(4).